Event description:
It was reported by service report that the head jack will not raise all the way up. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
This unit has exceeded the 10 yr life expectancy.